Event description:
The customer reported the ventilator failed due to an oxygen device failed occurrence. Upon an oxygen device failed occurrence, the ventilator continues to provide ventilatory support to the patient using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during normal ventilation mode use. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. Evaluation of the device is pending.

Manufacturer narrative:
Supplemental report

Manufacturer narrative:
Device evaluation in progress.

Event description:
The ventilator was returned to the manufacturing facility for analysis. Review of the device diagnostic history noted oxygen device failed and pressure sensor failure occurrences. The oxygen flow accuracy was verified during testing and was not duplicated. The pressure sensor failure was duplicated and was due to a disconnection of the data acquisition pcb to motor controller pcb cable at the data acquisition pcb board.